Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
The esc and act button on the insulin pump had intermittent response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, battery tube threads, cracked case at display window corners, lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.